Event description:
During a laparoscopic cholecystectomy procedure, the safety shield did not function properly. The surgeon used another instrument to complete the procedure. No pt injury was reported.

Manufacturer narrative:
1/29/97-supplemental report #1 sent to FDA. Device evaluation indicated and codes entered in h3 and h6.